Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vats (video-assisted thoracoscopic surgery) lobectomy, while stapling the pulmonary artery, the knife cut was complete but the staples partially fired and had poor staple formation which led to bleeding. The surgery was then converted to an open surgery due to the device problem. The surgeon performed thoracotomy procedure and the bleeding was clamped and sutured. One unit of blood transfusion was done due to 1500mls blood loss and the surgery time was extended for over 30 minutes. The patient was then placed under intensive care. The patient is currently doing well.